Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of applying torque greater than the yield strength of the ball tip driver¿s material, which lead to shearing off of the ball-tip. However, this cannot be confirmed as the ball tip driver was not available for evaluation. The most probable root cause associated with the reported event of "broken" is associated with a partial or full-thickness crack in the device materials. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2020-00350, 1038671-2020-00351 and 1038671-2020-00645.

Manufacturer narrative:
Pending evaluation.

Event description:
During a revision from a primary to a cc, while locking the insert to the base plate, the ball tip driver broke, resulting in major difficulties to retrieve the broken tip left in the screw head. All pieces were retrieved, with less than 5 min delay to surgery. The tip was discarded and will not return, the driver will be returning. No patient info provided.